Manufacturer narrative:
The t:slim user guide states that the t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating). If your t:slim pump has been submerged, check your pump for any signs of fluid entry. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer had taken the pump into the swimming pool, corrosion around the cartridge was observed. The customer indicated that the cartridges were able to be loaded successfully; however, the customer felt that the corrosion had contributed to an increase in the blood glucose (bg) level. A bolus via the pump was used to address the elevated bg. Tandem technical support indicated to the customer that if the pump's delivery mechanism had been compromised, the pump would declare an alert or alarm. The customer agreed to continue to monitor the performance of the pump.